Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the wire and delivery system were manipulated with a series of pulling back or pushing to position the device in place. However, the valve "crept forward" towards the ventricle during the attempts at deployment despite the manipulation to keep the valve in place. After two thirds deployment, the physician pulled back on the entire system to the point where he felt that he may pull the valve out of the annulus if he pulled any harder. The valve was deployed at about 8mm lower than the ideal implant position. Angiography revealed a moderate paravalvular leak that was confirmed by transesophageal echocardiogram (tee) and a diastolic pressure in the 40s. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, to help create the seal. Angiography, tee, and a diastolic pressure in the 60s confirmed that the second valve was successful. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.